Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#:, serial#: (B)(4), implanted: (B)(6) 2020, explanted:, product type: lead. Product ID: 977a260, lot#:, serial#: (B)(4), implanted: (B)(6) 2020, explanted:, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-dec-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 02-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was getting a settings not available screen a few days before july 27th. The ins battery was not low, and a different group worked, but he wanted to get the stimulation up higher on his back with the new group. The patient was going to meet with a rep for programming again. Additional information was received from the patient and rep. It was reported that the patient met with a rep who did an impedance check and there was one point of an electrode that was bad, meaning there was high impedances. The patient said that was the reason the settings not available message was seen. The rep moved it down a point and the patient tried that program, but it was not doing any good. He wasn't getting any relief from the ins, so the ins was "basically shut off doing them no good." He wanted to get in touch with a rep for reprogramming. The lack of relief started maybe around august. It was mentioned the previous program was a high energy one that was changed to make the battery last longer. The patient saw the hcp the week prior to calling and said that the hcp wanted the patient to try a specific program for the pain he was experiencing. The hcp was concerned the leads were moving, so an x-ray was taken. The manufacturer was alerted on 2020-sep-11 that the x-ray showed the lead moved "a milometer or two", but the hcp said there was no reason why the therapy shouldn't work like it was supposed to. A rep said they were scheduling a reprogramming.